Manufacturer narrative:
4/16/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a bursch under coelio procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.